Event description:
It was reported that the patient was charging more frequently than expected. This was thought to have occurred since the implantable neurostimulator (ins) was moved. Since the move, the patient would recharge about a week and a half for about 45 minutes to 1 hour about every monday night. Then the patient went out of town for 4 days and it was really low so the ins was recharged in the middle of the week and it barely made it to the following monday. No changes to the settings were made. The night prior to this report the patient started charging at 9:30 and at 11:30 it was still not fully charged. The ins was below half. It was stated that the patient always got 6-8 coupling boxes. When the patient was out of town he would turn the ins off at night to save the battery. Before he would be able to go from monday to monday and it would be ¾ full. The recharger was noted to seem fine. The night prior to this report, the recharger icon showed the ins was about 7/8 full and stayed there for about 40 minutes. He turned the ins off while recharging. The battery was noted to last 2.5-3 weeks when it was new and was now depleting faster. Charging more often was going to be done until an upcoming appointment the patient had with his healthcare provider (hcp). It was noted that the ins was deeper after being moved but he was still getting 6-8 coupling boxes. It was thought that there seems to be a difference after the ins was moved. The night prior to this report it was really noticed that it was taking longer and longer. The ins was being turned off at night. Follow-up was conducted to determine if the cause of the issue had been found. At the time of this report, it had not been determined. Follow-up was also conducted to determine if the patient was receiving effective therapy and if he still had concerns with his device. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).